Event description:
A medical assistant experienced an allergic reaction, when the material they were working with came into contact with their eyes during a dental procedure. The reaction was treated with antibiotics.